Event description:
In 2007, the disassembled screws were returned to abbott spine. No add'l info was provided.

Manufacturer narrative:
Requests have been made for add'l info and none has been provided. Investigation is pending. Usage of prod is unk. No info provided to abbott spine.